Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. Sample evaluation confirmed the returned guidewire exhibited multiple bends and kinks; however, the associated tubing was not received, preventing full assessment of the reported issue. Reports on difficulty withdrawing the guidewire was unable to inspect or examined. The root cause could not be determined. (B)(6). All information reasonably known as of 27 mar 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Primary registered nurse (rn) placed a cortrak enteral feeding tube initially without issue with tracing corresponding to gastric placement. The rn was unable to advance the tube further and experienced difficulty withdrawing the cortrak tube and guidewire. The device was removed and when the guidewire was removed from the tube it was observed to be bent. The guidewire was sequestered and given to unit leadership. A subsequent cortrak placement attempt was successful without issue. No patient harm was reported.